Event description:
Customer is reporting a centrifuge bowl leak. Name and function of complainant: same as reporter. Customer reported a blood leak alarm. Upon inspection of the centrifuge chamber a small amount of blood spread was found on the bowl. She could find some small amount of blood only at top where the tubings connected to bowl but no obvious bowl damage was found. Customer agreed with physician and they performed a manual blood return. Customer service specialist (css) explained the risk of possible contamination. Nurse and physician elected to return the blood / blood products to the patient. Css advised disinfect the centrifuge chamber and verify no blood was visible in the absorption bag. No blood went into centrifuge bottom. Customer continued with the next treatment. Customer will not return product for investigation.

Manufacturer narrative:
Batch record review: a review of lot file (B)(4) shows no nonconformities. This lot met all release requirements. A review of complaints received for lot (B)(4) was performed. There were no other centrifuge bowl leaks reported to date for this lot. No trends were detected. No product was returned for investigation; therefore, no root cause could be determined based solely on the information provided by the customer. This is an expected event, reduced as low as practicable within the accepted risk level. Potential improvements to continue to eliminate potential and contributing causes are conducted through the CAPA systems. (B)(4).